Event description:
Hosp advised that a 10 cc bag of fentanyl was set up to infuse at a rate of 5cc/hr on channel d at 8:05 a.m. The vtbi was set to 100 cc. Approximately 1.75 hours the nurse checked the infusion and found the bag to be "more than half empty". There was no pt consequence.